Event description:
Pt reported the infusion device did not properly display an alert or error message. He changed the battery, and the infusion device did not function. He changed the battery again, and the infusion device provided an acoustic signal (double beep) but did not display an alert or error message. Blood glucose elevated to 22 mmol/l (396 mg/dl), and pt was taken to the hospital by his wife because he did not have a pen or syringe to deliver insulin. The infusion device was not exposed to electromagnetic fields, temperature changes, or water. Pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested for evaluation. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.